Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer also had low blood glucose of 53 mg/dl. The customer treated with food and blood glucose went up to 106 mg/dl. Customer was able to complete insulin pump rewind. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.